Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. Additional reporter: (B)(6) japan. Possible lot numbers: 14182589 manufacturing date: 12/09/2024 expiry date: 10/01/2027 14239780 manufacturing date: 01/27/2025 expiry date: 12/01/2027 14170223 manufacturing date: 10/10/2024 expiry date: 10/01/2027 14046686 manufacturing date: 07/01/2024 expiry date: 06/01/2027. 14248643 manufacturing date: 01/30/2025 expiry date: 12/01/2027.

Event description:
An email was received regarding a chemosafelock bag spike, alleging a leak during patient use. It was reported that there was a leakage. When the reported bag spike was punctured to a transfusion, solulact, a non-chemo drug mixture, and connected to the chemosafe lock infusion set to perform final hydration, leakage was observed at the connection between the spike and the infusion set. The bag spike was replaced by another one, and the same chemosafe lock infusion set was connected. No leakage was observed; thus, the administration was completed. One actual sample was received connected to d-mannitol injection, a product of yoshindo. In addition, a part of the chemosafe lock infusion set was returned. After filling the returned bag with water, we applied pressure to the bag to which the actual sample was connected. No leakage was observed. Next, the retuned chemosafe lock infusion set was connected to the infusion bag and the actual sample. The liquid flow was checked under gravity. As a result, leakage was observed at the back of the clips of the chemosafe lock connector. Computed tomography (CT) inspection was performed on the actual sample- kl-msu3 assembly. The result shows deformation of the internal conduit. The mating device was chemosafe lock infusion set with filter. The type of procedure was preparation. There was no serious injury or death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no medical or surgical intervention required. There was no reported impact of the event on the patient and medical institution workers. The product was not contaminated with blood or body fluid. The device was changed or replaced with no further problems encountered. Sample photos were available showing the product involved connected to a solution bag, the chemosafe lock infusion set, some close-up views of the product, and the CT inspection result. There was patient involvement, but no one was harmed in the event.

Manufacturer narrative:
D9: date returned to mfg: 11/05/2025 a series of photos were provided showing an internal CT scan from inside the chemoport where the spike is observed to be squished, other photo shows that when the same sample is connected with a chemosafelock connector and drops of water are coming from inside the chemosafelock, no additional damage or anomalies were found. One used list #kl-bs001u3, chemosafelock bag spike, one (1) used. List #kl-msu3, chemosafelock connecter attached with a partial tubing, were returned for evaluation. And no evidence of damage scratches or anomalies on the blue body was noted. The sample was view down observed and spike anomalies were able to see, only a small gap in between the seal and the blue body was noted. The sample was tested in activated and unactivated position, and only when sample was activated a leak was observed. When the sample was cut open, the spike was observed to be squished/smashed only from one side. The potential lot numbers were reviewed, no nonconformities were identified that may have contributed to the reported complaint. The complaint of leak can be confirmed. The probable cause was due to an error during automation process.